Manufacturer narrative:
Foot board connector.

Event description:
It was reported by service report that there was no power to footboard. It is unknown if there was patient involvement, however, no adverse consequences are reported.